Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, office note and operative report were provided for clinical assessment by the clinical representative. Review of the medical records indicates intra-operative mural thrombus is the likely cause of the event of an occluded left internal iliac artery and dissection of the left distal common iliac artery and proximal left external iliac artery, there is no indication that the device may have caused or contributed to either of the events. Review of the manufacturing records indicates the lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Occlusion is a known risk of the procedure, as identified in the device instructions for use, under adverse events.

Event description:
It was reported that approximately 30 months post-implant of a bifurcated device (reference MDR # 2031527-2013-00056) and infrarenal aortic extension, the patient presented in the emergency room with leg pain. A computed tomography scan revealed the patient developed thrombus. Reportedly, thrombolysis was performed and two infrarenal aortic extensions were placed. The procedure was successfully completed without further complication. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.